Event description:
It was reported that the patient's right atrial (ra) lead dislodged and exhibited increased thresholds and poor sensing. The patient is in stable condition. No further information is available.

Manufacturer narrative:
Correction: medical device problem code: from 1661, under-sensing to 2917, device sensing problem.